Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implantable pacing lead had high thresholds, high impedance and no capture in various positions. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.